Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hyperglycemia and rush to the hospital. Customer blood glucose level was 480 mg/dl at the time of incident. The customer reported that the cannula was bent. Customer was not using auto mode feature at time of high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.